Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A loose connection between a solution bag and the tubing is a known cause of this alarm. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the issue was determined to be due to a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during peritoneal dialysis therapy on the homechoice. During troubleshooting, the patient reported that the "supply line was released from bag." There was no leak reported. There was no patient injury or medical intervention reported. No additional information is available.